Event description:
According to the reporter, the endotracheal tube's cuff did not deflate after inflating during testing. A new tube was used for the patient. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device. Medtronic will submit a supplemental report if additional relevant information becomes known.